Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the patient had retention and comes in to the office each month to have their catheter changed. The caller stated that last month, when the ins was checked, the healthcare provider (hcp) received message that "battery was low." Today, the caller was in the office with the patient and was again receiving a low battery message. The caller confirmed that all impedances were good. The caller mentioned when using the clinician app, they keep receiving "device not responding" and have to keep reconnecting. The caller checked the patient's settings and reported they were at 3.2 ma, 300 pw and 21 rate. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. It was reviewed that with those settings, it would be expected that the ins would have a shorter long evity. The agent also reviewed the ins can be returned for analysis but they may want to consider using cycling with the next ins to try to increase longevity or using a rechargeable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.